Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that there was damage observed in the area where the cartridge is loaded, causing the customer difficulty with loading a cartridge. Blood glucose was 488 mg/dl. Reportedly, the customer had an alternate method of insulin delivery available.